Manufacturer narrative:
Ca, na, k shows significantly lower values, ph higher value and cl similar as abl90 instruments with which comparison is made. The provided result sheet by customer show that for the same sample very different measured results are obtained. Since cl is not impacted the reference electrode is functioning as intended. Na, k, ca and ph share same design while cl is different. Interfering substances specified in abl90 IFU which gives the observed pattern and can explain the magnitude of the effect is surface active substances such as benzalkoniumchloride. Abl90 instruments can be contaminated with such substances with the use of cleaning wipes that for example contain benzalkoniumchloride or other surface active substances. This is the believed root cause for the observed fingerprint. Correction is to avoid any cleaning of inlet etc with wipes and instead clean as specified in IFU.

Event description:
According to the complaint the, result from the abl90 flex in ICU did not represent what was expected for the patient so it was checked against two other abl90's. There were marked discrepancies with the abl90 flex analyzer in ICU on the results for potassium and oxygen saturation and base excess compared to the other analyzers: parameter ICU comparison (biggest discrepancy): potassium 3,0 mm 3,7 mm, oxygen saturation 84,9 % 96,6 %, base excess 9,8 mmol/l 1,4 mmol/l.